Event description:
It was reported that during a rotator cuff tear repair on the left side, the drill guide was unstable, it slipped and one suture of q-fix anchor was cut by the drill guide when it touched the arthroscope, afterward, the suture was pulled out since it was broken. The broken suture was disposed of. The device was too sharp and prematurely cut the suture. The operation went well and no injury to the patient was reported. It is unknown if a delay occurred and how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a rotator cuff tear repair on the left side, the drill guide was unstable, it slipped and one suture of q-fix anchor was cut by the drill guide when it touched the arthroscope, afterward, the suture was pulled out since it was broken. The broken suture was disposed of. The device was too sharp and prematurely cut the suture. A backup device was used and an additional bone hole was necessary to complete the procedure. The operation went well and no injury to the patient was reported.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: mishandling the device. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.